Manufacturer narrative:
Reportedly the fluoro and radiographs could not confirm the fragment remains in the patient. It also could not be confirmed that the fragment was removed via suction. The returned device was evaluated, and the prong was fractured off the inserter. Device met specifications except in the area of damage which could not be measured. The use of the detached inserter to impact the cage likely resulted in the prong of the inserter to fracture off. Root cause of the detachment of the inserter from implant is unknown.

Event description:
On (B)(6) 2020, patient underwent a ollif procedure at l4-s1. Reportedly during the procedure the inserter dislodged from the implant cage at l5-s1. Then the surgeon had to impact the inserter to advance the implant, causing the prong to fracture off the inserter. The fragment could not be seen on fluoro or radiograph, but also could not be confirm to be suctioned from the surgical site. There was no injury to patient. It is unknown if the fragment remains in the patient.